Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient¿s distance vision was not good enough. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) 2 months and 23 days after the initial implant procedure. The clinical reason was that the patient did not tolerate the extended depth of focus (edof) properties of iol and needed monofocal toric lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).